Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 343 mg/dl to "high" on cgm. A correction bolus and a manual dose injection were delivered to address bg. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer did not perform the proper air removal techniques and used the cartridge and infusion set for longer than recommended. Tandem technical support informed the customer that not performing the air removal technique and using the cartridge and infusion set for longer than recommended is off label per the tandem user guide. Customer changed pump supplies to address the issues.